Event description:
It was reported the patient experienced withdrawal symptoms. The signs and symptoms were noted as nausea, vomiting, increased pain, shaking and twitching. The severity was noted as mild. A catheter access port (cap) contrast study was performed (B)(6) 2013 and noted a catheter kink. Intervention included device surgical revision, catheter spliced on (B)(6) 2013 and surgical observation also noted a catheter fracture. The etiology was noted to be related to device or therapy. The pump was used to deliver dilaudid, bupivacaine, clonidine and droperidol. Additional information received noted a rotor study was also done on (B)(6) 2013 and the results revealed the rotors ¿did not move as expected¿. On (B)(6) 2013, the pump was replaced and an entire new catheter was implanted with partial pump and spinal segments of the previous catheter remaining. The outcome was noted as resolved without sequelae (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j11037r45, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The pump passed all non-destructive lab testing. There was motor stall recovery in the logs. A motor stall recovery is an indication that in the pump's life there was at one time a motor stall and then recovery. After doing destructive analysis the technician found nothing significant that may cause the motor stall.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that over the previous week, the patient experienced severe withdrawal symptoms. A dye study was performed with good spread of dye and no apparent leaks in the system. The pump rotors were checked and were seen to be revolving. However, 18 hours after the procedure, the patient developed acute withdrawal symptoms and was in severe discomfort. Options were discussed, and a replacement of the pump and catheter were done. The pump was possibly malfunctioning and the catheter had a leak and hole in the back. Both part of the proximal and distal end of the catheter remained in the patient as they fractured off secondary to being friable. The pump was removed from the pocket and no obvious problems were noted. The catheter was disconnected from the pump and attempted to be aspirated without any success. Under fluoroscopic guidance, the old catheter was identified. It appeared to be sliced in two separate pieces, having been manipulated during the patient's last back surgery. The surgeon was able to free up part of the catheter, but the catheter was seen to have a leak with precipitated drug in the wound. When the surgeon manipulated this area, the catheter fractured and remaining pieces were attempted to be pulled out from both the spine and the flank and abdomen, which resulted in further fractures in the catheter. Rather than cause the patient increased pain, the remaining catheters were left in place. The tissues were dissected carefully to see if there was a cerebrospinal fluid (csf) leak. There was a small leak and purse-string suture was placed around the deep fascial layers in an attempt to stop the leak. The new catheter and pump were placed and care was taken to ensure that the excess catheter lie posterior to the pump in the wound. The patient emerged from anesthesia and returned to the recovery room without incident. A CT myelogram was done to localize the retained catheter. On (B)(6) 2013, a back wound exploration with removal of the retained catheter was done. The catheter was removed in its entirety. The patient emerged from anesthesia and returned to the room without incident. It was later reported that the patient resolved with sequelae on (B)(6) 2013. The sequel was that the old catheter fractured and was unable to be wholly removed. A lengthy effort to remove the catheter and an increased risk for csf leak occurred. All information regarding this event will now be reported under this manufacturer report #. Please see manufacturer report #30042091 78-2013-14517 for previously reported information regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.